Manufacturer narrative:
This case, with patient identifier (B)(4) (system 1) is related to case with patient identifier (B)(4) (system 2).

Event description:
Customer allegedly received the following results, with two different meters: within 10 minutes: 19 mg/dl (system 1) and 62 mg/dl (system 2) and within 10 minutes: 17 mg/dl (system 1) and 65 mg/dl (system 2) no adverse event reported. No remaining strips were available; therefore, no product could be requested to be returned for product evaluation.